Event description:
It was reported that during a vats lobectomy procedure it failed to staple patient side of the a. Pulmonalis. This occurred intra-op, it then went from m.I. Lobectomie converted to thoratocomie. A new stapler was used unclear as to how long the procedure was delayed.

Manufacturer narrative:
(B)(4). Date sent: 8/1/2022. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the indication for surgery? What was the procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Did the patient receive any pre-op chemo or radiation? Are there any pictures or videos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) date sent: 10/25/2022 additional information requested and the following was received: could you please clarify if the wrong device belongs to this complaint? The received product belongs to this complaint. Item received belongs to this complaint pve35a lot 400a72 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with an reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. D1: brand name d4: catalog d4: lot d4: expiration date d4: unique identifier( UDI) h3: manufacture date

Manufacturer narrative:
(B)(4) date sent: 10/14/2022